Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be re-docked into the delivery catheter while attempting to un-fixate the device. The device was ultimately retrieved, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received yet